Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported stretched stent could not be determined; however, factors that could contribute to material deformation (stretched stent) include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices, procedural technique or anatomical conditions. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported stretched stent. In this case, it is possible that the stent became stretched during retraction of the balloon following post dilatation, causing the reported material deformation (stretched stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo mildly tortuous right coronary artery that is 70% stenosed. A 3x12mm nc balloon was used to pre-dilate the lesion. The 3.50x23mm xience skypoint drug-eluting stent was implanted and post-dilated with a 3.5x15mm nc balloon. Post optical coherence tomography revealed stent elongation. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.